Event description:
Customer states; during use to the pt me found a burnt and smoke coming from the product. Customer could not specify where it was but just smelled something burnt inside of the product. The unit was used in the operating room. No pt harm.

Manufacturer narrative:
It is unk what the temperature was set at, or how long it was in use, or when the last time the unit was in for service. It is reported that the filter had never been changed. The device manufacture date is unk at this time, the serial number does not match the catalog number.